Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before a gynecologic unknown procedure, the blade was broken when the device was connected with the hand piece. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n90c4w. The device was returned with the blade outer sheath broken and the broken part was not returned with the device. In addition, the blade was not detached as was reported. Further functional testing with a test handpiece and gen11 could not be performed. The damage of the outer sheath prevented the device from attaching it to the handpiece. No conclusion could be reached as to what caused this issues. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.